Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the xience sierra stent delivery system (sds) was used to treat an approximately 5.0mm vessel resulting in stent migration. The xience sierra everolimus eluting coronary stent system (eecss), domestic, instructions for use (IFU) states: the xience sierra stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 32 mm) with reference vessel diameters of equal or greater than 2.25 mm to equal or less than 4.25 mm. The investigation determined the reported difficulty appears to be related to operational context of the procedure. The 4.0 x 23 mm sierra device is indicated for use in vessel diameters up to 4.25 mm; however, in this case it was used to treat an approximately 5.0 mm vessel (against instructions for use). When deployed to nominal pressure the 4.0mm device reaches a diameter of approximately 4.01 mm as indicated on the device labeling. It was reported the device was deployed to a nominal pressure and therefore; was likely under-expanded for treatment of a 5.0 mm vessel. The investigation could not determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough. Sheath: 6 fr and 10 fr sheath. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an aneurysm in a heavily tortuous mid to proximal circumflex artery that did not have any calcification. The patient presented with segment elevation myocardial infarction (stemi). A blood clot suction device was used, and a 4.0 x 23 mm xience sierra stent was implanted in the lesion (the aneurysm was approximately 5 mm in size). The stent was deployed at nominal pressure and the stent delivery balloon was deflated. However, the device met resistance during removal and was then simply withdrawn. A 5.0 x 8 mm nc trek balloon catheter was used for post-dilatation; however, it was noted that the stent had migrated to the left main. The nc trek balloon catheter was then inflated distal to where the stent was to prevent it from migrating further. There was then a failed attempt to retrieve the stent with a 6 fr sheath. Therefore, a 10 fr sheath was used along with a non-abbott guide wire to push the stent towards the right groin. The stent was then snared by pulling the guide wire and pushing the nc trek balloon catheter. The stent was removed inside the 10 fr sheath as a single unit with the other devices. Heparin was administered and the patient is stable. There was a clinically significant delay in the procedure. No additional information was provided.